Event description:
During a surgery on a female patient for a proximal humerus fracture, a 2.5 mm drill bit broke off in the patients humerus while placing a proximal humeral plate and last cortical screw in the plate. The drill bit snapped near the drill flutes during the predrilling process. The drill bit remains implanted in the patient. The surgeon drilled another hole using another bit to create a pilot hole for the final cortical screw placement in the same combination hole. No protruding was noted and the surgery was completed successfully with less than 30 seconds delay in surgery. No further medical intervention was required. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.